Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was repaired during crt-p replacement for eri. Per op notes, the ra lead had an insulation break close to the pacemaker pin plug and this was repaired using a silicone sleeve that was attached around the area of insulation break and secured with sutures. No adverse patient events were reported. Should additional information be received, this file will be updated.